Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage transvaginal mid-urethral sling system during a procedure on (B)(6) 2008. According to the complainant, post-procedure, the patient experienced complications (specifics unknown).all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date is unknown; however patient weight was reported as (B)(6) lbs on (B)(6) 2011.

Event description:
According to the physician, on (B)(6) 2012, the patient had no issues and was doing great. All other information is unknown and unavailable.